Manufacturer narrative:
The device was no returned as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2019-00605, 2029214-2019-00606. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two pairs of marksman and pipelines could not be deployed because they broke when the physician attempted to deploy them. Prior to the event, access was achieved to the aneurysm with a navien, guidewire, and marksman. Then when they attempted to rise and deploy, it broke and the devices were retracted together outside patient. Another marksman (same lot) and same sized pipeline were used in the second attempt and they were also broken at almost the same location as the previous devices. These devices were also removed. A marksman from another lot and pipeline that was one size up (4.75-25) was used. Although there was a twist, which was normal pipeline procedure under the advice of treating physician, the device was successfully developed and the procedure was completed without further issues. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 20mm x 14mm located in the cavernous segment of the right internal carotid artery (ica). The distal and proximal landing zone was 3.7mm x 4.4mm. The vasculature was moderate in tortuosity. The patient was on dual antiplatelet therapy. There are no images for review. It was noted that the first pipeline ((B)(4)) was stuck in the distal shaft of the first marksman microcatheter and the second pipeline ((B)(4)) was stuck near the proximal shaft of the second marksman microcatheter. Both of the microcatheters were observed to be broken in middle segment. Damage to the pipeline pushwires were unknown.